Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, the ventilator reported an alarm during the use, code 231022. Unable to assist the patient in breathing normally, the instrument was immediately replaced without affecting the patient. After contacting the equipment department, the fault was identified as a sensor board malfunction. No health consequences or impact.